Manufacturer narrative:
If implanted; give date: not applicable as the iol was not implanted. If explanted; give date: not applicable as the iol was not explanted. The device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date it has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
Received report indicating the doctor noticed a scratch on the intraocular (lens) 19.0 diopter. The surgeon implanted a backup iol of the same model but diopter 19.5 as they did not have a 19.0 backup iol. There was no patient injury. Reportedly, the issue was not due to error. There was no medical or surgical intervention. The suspect product will not return to jnj as it was discarded by the customer. No further information was provided.